Manufacturer narrative:
B3 - date of event: the date of event is an estimation as the actual event date could not be obtained. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with a binaxnow covid-19 ag self test performed on an unknown date. The consumer took a test that was purchased from wal mart (brand unknown) and received a positive result on the same day the binaxnow covid-19 ag self test was taken. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3 - date of event: the date of event is an estimation as the actual event date could not be obtained. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported a false negative result with a binaxnow covid-19 ag self test performed on an unknown date. The consumer took a test that was purchased from wal mart (brand unknown) and received a positive result on the same day the binaxnow covid-19 ag self test was taken. No additional patient information, including treatment and outcome, was provided.